Manufacturer narrative:
Date approximate, exact date unknown.

Event description:
It was reported that the patient experienced inadequate stimulation due to multiple high impedances on the spinal cord stimulator lead. The patient was admitted to the hospital and underwent a lead replacement procedure. Visual inspection of the explanted lead revealed that it was slightly bent lead at the distal end. The patient was doing well post-operatively and has been discharged from the hospital.

Manufacturer narrative:
The returned lead sc-2317-70, serial (B)(6) was analyzed and revealed that all cables were completely broken at the bent-kinked location of the lead. The bent-kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead was kinked after it exits the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient experienced inadequate stimulation due to multiple high impedances on the spinal cord stimulator lead. The patient was admitted to the hospital and underwent a lead replacement procedure. Visual inspection of the explanted lead revealed that it was slightly bent lead at the distal end. The patient was doing well post-operatively and has been discharged from the hospital.